Manufacturer narrative:
Product ID :8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 30-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen with concentration 2000 mcg/ml via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient¿s catheter was intermittently kinking. The patient was experiencing intermittent withdrawal symptoms / return of symptoms. A healthcare provider performed a dye study on (B)(6) 2019 and determined it wasn¿t a total blockage. It was noted that they were told there was a loop and the catheter was just out to the right, but the physician didn¿t think that was causing an issue. The patient was currently taking oral medication 5 days a week. The issue was noted as having began the last weekend in march. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). It was noted that the baclofen dose was 650 mcg/day and then they increased it to 888 mcg/day. It was however further reported that the baclofen dose was 764 mcg/day; 17.2 baseline dose with a 60 mcg bolus allowed every 4 hours. The reporter was to follow-up with the healthcare provider (hcp). The patient was continuing to work with the hcp to determine the root cause and how best to resolve the issue. On 2019-oct-31 additional information was received from a hcp via a company representative. Upon a clinic visit on (B)(6) 2019 the patient¿s mother stated that the patient was experiencing increased spasticity, increased clonus, and increased tone. A catheter dye study on (B)(6) 2019 was unremarkable; no kinks or leaks were seen. A rotor study was within normal limits. Per the managing clinic there had been no discrepancies between the actual versus residual volume. Actions taken included explanation and replacement of both the existing catheter and pump. The complete catheter was explanted and replaced. Upon exposing the pump incision site, the catheter was found to be folded back upon itself. Upon exposing the spinal catheter incision site, the spinal segment of catheter was intact in the intrathecal space. Environmental/external/patient factors that may have led or contributed to the issue was noted as having been none. The catheter and pump were in the possession of the company representative and was to be returned to the manufacturer for analysis. It was unknown if the issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The pump was noted as having administered gablofen with concentration 2000 mcg/ml at a dose rate of 764 mcg/day. Other medications (oral, etc.) The patient was taking at the time of the event was baclofen prn, tranzene, lexopril, an d lisinopril. The infusion rate was restarted at 600 mcg/day per a physician. The patient¿s medical history included cerebral palsy, developmental delay, spastic quadriplegia, amblyopia, astigmatism, and strabismus. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analysis found a compressed area of the catheter body. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.